Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they removed her spinal cord stimulator in 2017 because it wasn't working. Patient stated that she is no longer with her healthcare provider. Pt stated they thought they had a pump device now and were looking for medical bracelet. They provided their new spinal cord stimulator model number. Agent reviewed that. Pt seemed confused. Agent transferred pt to device registration to determine the devices the pt had implanted.